Manufacturer narrative:
(B)(4).the complaint device was returned for evaluation. The device was visually inspected and the universal serial bus (usb) connector was found to be dislodged. Functional testing was not performed because the device was received in a condition making evaluation impossible. Therefore, the complaint of hardware failure could not be confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a hardware failure. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.